Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, white particles calcification -like in device outer surface and creases. Leak test and microscopic analysis was performed which identified: one opening striated and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.

Event description:
Health professional additionally reported an "exchange of textured breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "fluid." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "fluid." Device remains implanted.